Manufacturer narrative:
(B)(4). A non covidien service provider checked and found high fio2 alarm and found that the displaying fio2 was higher than the set value. The service provider calibrated o2 sensor then cross-checked the o2 sensor with working ventilator and found it faulty and needs to be replaced. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator generated a high flow sensor alarm. There was non patient involvement.